Event description:
Dealer initially reports device purchased jan 2014, and is hardly used and not sharp. It is tearing tissue, not cutting, customer not satisfied. On (B)(6) 2014 clinic nurse reports doctor was performing a colposcopy and biopsy sample. Device tore/mascerated tissue, and the sample sent to pathology not suitable for accurate results for biopsy. Doctor is very experienced, his technique was not the issue.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.